Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device was not working due to fluid loss. The aus was explanted, and a hole was observed in the pressure regulatory balloon. The aus was replaced. No further patient complications were reported